Event description:
It was reported that the patient underwent a hernia repair on (B)(6) 2014 and mesh was implanted. The patient experienced wound sepsis beginning on (B)(6) 2015. Additionally, it was reported that the ¿seroma excised mesh remained in situ severe wound sepsis after serum excision despite no breach in capsule¿. The patient underwent antibiotic therapy and wound dressings. It was reported that mesh remains implanted. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2015-07380. Please see medwatch report # 2210968-2015-07380 for all information regarding this event.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).